Event description:
Lifepak self test malfunction. Central supply called. No other lifepaks available. Operating with one lifepak. Unit normally runs with two. Staff not aware of difference between placing maintenance work order from cts work order. No patient harm.